Event description:
The reporter sated the surgeon inserted a cc4204bf collamer single piece lens in the pt's left eye. Lens tear was noted after insertion into the eye. Lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B)(4).